Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device went offline. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was in disconnected mode. A field service engineer (fse) arrived onsite and found the device in disconnected mode. In cfnadmin, the network adapter showed the cable as unplugged. The network cord was replaced, but the issue persisted. Hospital information technology (it) verified the wall jack and even brought another jack live, yet the problem remained. The fse then replaced the communication sled on the device, which resolved the issue. The device came online in remote smart service, synced with the server, and no further issues were found. The system functioned as intended after the field service engineer repaired the device.